Event description:
It was reported that during a balloon kyphoplasty procedure bone cement was visible in the pedicle and in the soft tissue posterior to the vertebral body. The surgeon manually expressed the soft tissue area, and a final lateral image revealed no presence of cement. It was reported that the patient had no clinical sequela due to the event.

Manufacturer narrative:
Device not returned for evaluation; follow-up information from company representative.